Manufacturer narrative:
The device was returned to the factory for evaluation. Evidence of clinical use and blood were observed. Charred tissue and blood were observed on the bisector and the portion of the shaft immediately below the electrodes. There were no nonconformance observed to the electrodes or blade. The device was evaluated for its toggle function. The blade retracted but was unable to be fully extended. The handle was opened to inspect the pull rod/ ball assembly. The pull rod was installed properly. The shaft was opened approximately one inch from the proximal end to observe any obstruction to the blade. Heavy buildup of charred blood and tissue were observed. The excess buildup was carefully removed and the device was reevaluated for toggle function. The toggle regained complete rotation after cleaning. Based on the returned condition of the device and the results of the investigation the reported complaint was confirmed for "break." The most probable cause of the failure is heavy tissue and charred blood buildup within the shaft. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro wire near the cutter broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro wire near the cutter broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.